Manufacturer narrative:
(B)(4). Date sent: 1/12/2022. Additional information was requested and the following was obtained: after investigation, the patient (gender unknown) was 70-year-old. On (B)(6) 2021, the patient underwent sigmoidectomy (the specific diagnosis was unknown). The surgeon used harmonic ace ® + shears with advanced hemostasis (harh36) manufactured by our company. The surgeon reported that the device was normally installed. There might be an empty activation during the surgery. During the operation (details unknown), the tissue pad fell off. The tissue pad falling off was found and retrieved which took much time. The surgeon reported that the subsequent surgery was completed successfully. The patient recovered well after the surgery and was discharged.

Manufacturer narrative:
(B)(4). Batch # unk. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. If the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number, and no [non-conformance / manufacturing irregularities] were identified.

Event description:
This case is from the health authority. It was reported that laparoscopic sigmoidectomy under general anesthesia was performed. The disposable scalpel was used during the operation. The white tissue pad fell off during the use of the scalpel, and finally the fallen piece was removed after multiple searches. Changed to another one to complete the surgery. There was no patient consequence reported. No additional information can be provided.